Event description:
It was reported that the pump was on the pt for three hours, when the pump suddenly alarmed "system error 7." "At this time, key operation on screen was disabled, although the pumping still remained its' function." As a result, the pump was exchanged off the pt.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.